Event description:
Allegedly on (B)(6) 2017 the patient was revised due to fracture at the neck stem junction which could not be removed from the stem in the prior surgery on (B)(6) 2017. The surgeon performed a successful extended trochanteric osteotomy to remove the well fixed stem and the neck remnant.(incident #(B)(4)).